Manufacturer narrative:
The returned device was evaluated. The button was found to be stuck and the alignment block was found to have fractured. The cause could not be conclusively determined. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.

Event description:
It was initially reported that a button was working correctly on a screwdriver during surgery. However, device evaluation by the manufacturer found that the alignment block has fractured. There were no reports of patient impacts associated with this event.